Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that the iabp passed all calibration, functional, and safety tests performed, except for the battery run time test. The iabp was returned to the customer, however, it was not be cleared for clinical use until the batteries have been replaced. The fse performed the solenoid driver board field safety corrective action and replaced the solenoid driver board per instructions. Per phone conversation between the getinge complaint analyst and customer biomed on 8-sep-2017, the biomed has confirmed that the batteries were replaced and the iabp returned to clinical use. The initial reporter listed is a getinge employee with different contact information than that of the event site. (B)(6).

Event description:
A getinge field service engineer (fse) was on site performing the solenoid driver board field safety corrective action. While performing functional tests the fse found that the batteries failed the run time test. The customer was informed and the intra-aortic balloon pump (iabp) was not cleared for clinical use.